Event description:
The patient was having a lead revision and the set-screw was removed temporarily to reposition the lead. When the screw was reinserted, it would not anchor properly. It appeared as though the threads had been stripped. The proper #2 hex wrench was supplied by the clinical specialist from medtronic that was present for the procedure. Another pacemaker was implanted. The patient's outcome was positive.====================== health professional's impression======================possible stripped threads====================== manufacturer response for medtronic sensia sr pacemaker with set screw, medtronic sensia sr pacemaker (with set screw included)======================no response from mfg .